Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a 90% stenosed calcified, moderately tortuous mid to distal lad (left anterior descending) artery. The lesion was analyzed with the atlantis intravascular ultrasound catheter (ivus), then pre dilated with a 2.0x15mm competitor's balloon, and the taxus express2 2.50x24mm was unable to cross the lesion. When the physician removed the stent delivery system (sds) it was noted that the proximal edge of the stent was flared. The physician then dilated the lesion with an unspecified coronary dilatation balloon catheter, the procedure was then completed with a taxus express2 2.75x24mm and 3.0x24mm drug eluting stents. There were no pt injuries or complications reported. The pt's condition was reported as "good".